Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Facility.

Event description:
It was reported that the lead dislodged shortly after implant. The lead was explanted and replaced.